Event description:
Information received indicates the siderail will not remain in the raised position.

Manufacturer narrative:
The technician isolated the issue to the siderail latch sticking under the latch hook. He freed the siderail latch to repair the bed. The siderail is now functioning properly.